Event description:
The device reportedly displayed dashed lines on the screen during pt use. The pt cables and ECG electrodes were checked and the dashed lines continued to be displayed. The device was turned off and back on and the dashed lines continued to be displayed. There were no adverse effects to the pt as a result of the reported malfunction.